Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, after suture deployment, the blue long suture was noted to be frayed. The physician decided to cut the suture and deployed a third progide device. The suture of the third proglide device was successfully pre-placed. The sheath was upsized to a 16f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.